Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with 400 mg/dl blood glucose. When the infusion set was removed, it was found the cannula was bent and troubleshooting was declined. Nothing further reported.